Event description:
An invasive procedure was performed and the product was explanted. No adverse patient effects were reported during the procedure.

Event description:
Boston scientific received information that this device system was to be removed due to an infection. Additionally, upon review on the monitor, atrial fibrilation rate of 100 ppm was observed, indicating magnet pacing, then the device began pacing. Technical services discussed various rate drivers. When telemetry strips were obtained, the patient mode was vvir.

Manufacturer narrative:
There is no allegation against device functionality and due to this, analysis is not required. The system was explanted due to patient infection.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.